Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of pain and dehiscence were noted. The physician believed that the infection was device and procedure related. The patient was admitted to the hospital and was placed in intravenous antibiotics. All components were explanted and discarded per hospital policy. The patient is currently doing well now.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 19013117/19371614; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 19491492.